Manufacturer narrative:
Conclusion: device investigation revealed a fatigue fracture of the bifilar wire at the fmt as the root cause of device failure. As per the recipient report, the user had no benefit with the device anymore, however, in situ testing was reportedly indicative of a functional device. The reported revision surgery has very likely contributed to the mechanical defect. This is a combined initial and final report.

Event description:
The user currently does not have benefit from the device. The user has been explanted.